Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. The reader was returned and investigated with known good retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not powered on with button press, test strip and usb cable insertion. Reader was connected to pc and unable to recognize the reader. Reader was de-cased and visual inspection has been performed and no issues were observed. Reader was placed into the reader pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit) but reader did not powered on. Returned battery was re-placed with the known good battery and attempted to turn on the reader but reader did not powered on. Reader was placed into the reader pcba (printed circuit board assembly) test fixture with the known good battery and pressure was applied to the cpu (central processing unit) but reader did not powered on. An extended investigation has been performed. Visual inspection was performed on the returned de-cased reader and no issues were observed. Reader did not powered on with button press and test strip insertion. Reader powered on with usb cable insertion and observed low battery. Reader was plugged into the charging port and reader got fully charged. Reader powered on with button pressed, strip and usb cable insertion. Reader was connected to pc and download the reader data and no error was observed. The reader was further de-cased and visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "fatigue", "lack of strength", "disorientation", "sweating", and was unable to self-treat, requiring third-party treatment of "coca-cola and candy" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "fatigue", "lack of strength", "disorientation", "sweating", and was unable to self-treat, requiring third-party treatment of "coca-cola and candy" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.